Event description:
It was reported that the patient underwent an non-(B)(6) device surgery due to unspecified reasons. A new artificial urinary sphincter (aus) was implanted. No patient complications were reported in relation to this event. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).